Manufacturer narrative:
D4 & h4: serial number, unique identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server had new orders not appearing on multiple stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that user new orders were not crossing from cerner to all stations. A technical support specialist (tss) updated the configuration file to improve message processing efficiency. The server has finished processing the backlog of messages. The tss restarted external messaging services and made a backup copy of the configuration file. Applied knowledge article settings as needed. Communicated with the customer and confirmed that an email will be sent once the server finishes processing the backlog of messages. The server has now successfully caught up with the backlog. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had new orders not appearing on multiple stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.